Event description:
The customer reported via phone call indicating that they have excessive no delivery alarm. Customer blood glucose was unknown mg/dl. The customer stated that the alarm was resolved by a comlete set change. Customer was advised that we would replaced the device and agreed to return the product for analysis. The customer also reported that he had high blood glucose but not hospitalized. Customer's blood glucose was unknown mg/dl. The customer stated that she went back to his old insulin pump and hasn't had any issues.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.